Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement spine clamp shipped to site 11/03/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their spine clamp was damaged and the screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.